Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of unspecified juvéderm® voluma¿ in the cheeks. After 3 days, patient presented with ¿swelling, redness and tenderness over one of the injection sites on the right cheek¿. The next day, patient was prescribed augmentin and klacid ¿ ¿¿ all the areas where filler was injected were very swollen and red¿. Patient was admitted to hospital with ¿possible infection/allergic reaction to fillers, and [patient] received IV augmentin and klacid¿. After consultation with 2 other physicians, hcp started the patient on prednisone 30 mg. 3 days later, patient was ¿discharged on oral ab and prednisone¿. The next day, crp was noted down from ¿195 to 20¿. On follow up with patient the following weekend, patient indicated ¿pain and redness cleared completely¿, but swelling was still persisting. 6 days after being discharged from the hospital, patient was examined. It was noted that the patient¿s swelling had worsened when the dose of prednisone was lowered. After consulting with a different specialist, ¿surgical draining of swollen areas¿ was performed. Symptom sites have since been ¿drained and rinsed¿ multiple times, and these areas have also been aspirated repeatedly. Hyalase has been administered. Patient was upset about their condition. Symptoms ongoing.